Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on the rv channel, resulting in multiple inappropriate vf detections and inappropriate shocks. Elevated rv thresholds were noted on (B)(6) 2019. Date of first incident of noise is unknown, but shock history and counters suggest an ongoing issue. Lead was capped on (B)(6) 2019.